Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) spontaneously shut down, and the staff had to power it back on from the tower. The event occurred between 10:00 pm - 10:30 pm on 11/25/2024 and took approximately 10 minutes to boot back up to monitor the telemetry units. The bme tested the uninterrupted power supply (ups) connected to the cns, and it worked. They would like the cns logs reviewed by nkc to determine why it shut down. No reports of patient harm or injury. Investigation summary: nkc analyzed the cns logs. The cause of the shutdown could not be identified from the logs. However, there was a log of cns startup at 22:08:16 after the log at 21:59:55 on the same day. Based on this, we presumed a shutdown occurred between these two times. Since it has been reported that the power was turned on manually, it is unknown whether there was an automatic reboot after the shutdown. We have not yet been able to determine the clear cause. However, no additional information could be obtained other than the logs. Therefore, we concluded to close this investigation. This issue will be tracked for future occurrences. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry units model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Uninterrupted power supply (B)(4) model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously shut down, and the staff had to power it back on from the tower. The event occurred between 10:00 pm - 10:30 pm on (B)(6) 2024 and took approximately 10 minutes to boot back up to monitor the telemetry units. The bme tested the uninterrupted power supply (ups) connected to the cns, and it worked. They would like the cns logs reviewed by nkc to determine why it shut down. No reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry units model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Uninterrupted power supply (ups) model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use. No patient harm was reported.